Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The patient fell one month prior to revision surgery. The patient experienced pain and a "noise" during range of motion. Upon revision the patella has slight pitting on lateral facet and wear superiorly.